Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital on (B)(6). 2014. Upon arrival patient had a computed tomography (CT) scan which showed a right sided ischemic cerebrovascular accident (icva). Per last note patient was known to be in the intensive care unit (ICU). The device remained implanted therefore it was not returned to the manufacturer for evaluation. A review of the controller log files confirmed the reported alarms on (B)(6), 2015 indicating that both batteries had been completely depleted resulting in critical battery and controller fault alarms along with multiple controller power ups and motor start events. These events were concurrent with and likely a cause of the patient's syncope episode in being unable to change power sources. There is no evidence to indicate that a device malfunction or performance issues contributed to the reported event. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states, that this patient was admitted to the hospital on (B)(6). 2014. Patient did not remember exactly what happened, but he lost consciousness and fell out of the bed. He was taken to the emergency room of an outside hospital. Patient had a seizure and was transplanted to the implanting center. Upon arrival patient had a computed tomography (CT) scan which showed a right sided ischemic cerebrovascular accident (icva). International normalized ratio (inr) was 2.7. Patient was on therapeutic coumadin. Log files were sent and noted several alarms on (B)(6). 2014. Per last note patient was in intensive care unit (ICU).